Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse calibrated ergonomics on console, but could not reproduce the reported error before or after ergonomic calibration. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a radical cystectomy w/ileal conduit procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon side console after the start of the procedure due to the message received indicating non-intuitive movement and errors 22018 and 22017 observed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, a message was received indicating non-intuitive movement on the surgeon side console (ssc). An intuitive surgical (is) technical support engineer (tse) checked the logs and found errors 22018 and 22017. Troubleshooting attempts were made; but, the issue persisted. The procedure was completed using the second ssc with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.